Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-8926t serial/batch number 27050 was received for investigation. Visual inspection found the suture still attached to the round button; the oblong titanium button was detached from the suture. No sharp edges were identified on any of the buttons. Per event description, "it was reported that during a small-ankle fracture surgery the device was placed on the (B)(6) 2023 and it failed on the next day the (B)(6) 2023. A revision surgery was required, which was carried out on the (B)(6) 2023. All broken parts were retrieved from the patient." No information was received about the patient¿s postoperative care. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. Per dfu-0147-eor1. Warnings 9. Postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device and bone. The most likely cause can be attributed to use error as the fraying can be caused by pulling or adjusting the strands along a sharp or rough edge.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a small-ankle fracture surgery, the device was placed and it failed the next day. A revision surgery was required, which was carried out on (B)(6) 2023. All broken parts were retrieved from the patient. No further information was received.